Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer alleged that while moving the lift away from the chair the boom fell on the residents head. Customer alleged that it just fell it did not lean or anything just that it fell. Customer alleged that the patient was sent to the hospital and had 5 staples on the head and hematoma (bruise) on the right side of the forehead. Facility would not release end user information per hipaa. No further information provided at this time.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: patient transport. Other, not able to duplicate issue. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the reliant 600 hd power low base lift of having the boom fall and strike the test dummy in the head or upper body region with normal use or emergency release. The lift functioned as intended. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Customer alleged that while moving the lift away from the chair the boom fell on the residents head. Customer alleged that it just fell it did not lean or anything just that it fell. Customer alleged that the patient was sent to the hospital and had 5 staples on the head and hematoma (bruise) on the right side of the forehead. Facility would not release end user information per hipaa. No further information provided at this time.